Event description:
On november 25th, 2008, a somanetics clinical representative was present at the facility and was informed of two 3/4 cm breakdown areas bilaterally on the forehead. The areas appeared as a pale pink healed center with a slightly darker pink outer edge. The skin was intact on all areas. The area of skin breakdown was noticed on october 21st after removal of the somasensor. The somasensor had been applied for three days. This incident was not reported to somanetics until the above mentioned visit on november 25th.

Manufacturer narrative:
The somasensor was discarded by the reporting facility. The following additional information was obtained, during f/u contact with the reporting nurse. The areas were described as being reddened areas and were first noted on october 21st. The only treatment was bacitracin ointment. As of (B) (6) 2008, the areas appear to have healed. Because somanetics did not receive the product, no evaluation could be performed. Based on the use of 3 days (labeling recommends 24 hours), it is assumed that the skin breakdown may have been pressure sores.